Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on march 07, 2017 that a captivator¿ endoscopic mucosal resection device was used in the stomach during an endoscopic mucosal resection (emr) procedure on an unknown date. According to the complainant, the patient had a gastric lesion that turned out to be a pancreatic rest in the greater curvature. During the procedure, the snare took too deep of resection; a perforation did not occur, however, tissue damage was noted around the resection site and a clip was placed. There were no reported patient complications as a result of this event.